Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the rep was in an operating room (or) case with an interstim x and they were seeing some pairings showing >4000ohms. The rep tried a different ins prior to calling. The rep had tested the lead independently and they were getting a good response. The rep had the healthcare provider (hcp) reconnect the ins; they tested pairings and got motor response on pairings at 2 and lower. Closing the patient was reviewed with the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.